Manufacturer narrative:
(B)(4). Concomitant products: catalog #00588001201, nexgen rhk femoral component, lot #unknown. Catalog #unknown, unknown zimmer patella, lot #unknown. Catalog #00588000102, nexgen rhk tibial component, lot #unknown. Device history records could not be reviewed as the lot numbers are unknown. These devices are used for treatment. A product history search could not be conducted as the lot numbers are unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing pain.